Manufacturer narrative:
Correction: b5: describe event or problem: it was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated. The following information was provided by the initial reporter : the consumer reported that one of the syringes when the shield was finally removed the hub assembly went with it. Date of event : unknown. Sample status : awaiting sample. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-06. H6: investigation summary : customer returned (1) loose 0.5ml bd insulin syringe. The consumer reported that one of the syringes when the shield was finally removed the hub assembly went with it. The returned syringe was examined, and it was observed that the needle hub/shield assembly was properly attached to the barrel. No hub separation was observed upon shield removal. No defects were observed on the tested sample. A review of the device history record was completed for batch# 1172372. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated. The following information was provided by the initial reporter : the consumer reported that one of the syringes when the shield was finally removed the hub assembly went with it. Date of event : unknown. Sample status : awaiting sample.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated. The following information was provided by the initial reporter : the consumer reported that from this box with about 6 to 8 syringes it was difficult to remove the needle shields and that one these 6 syringes when finally removed the shield the hub assembly went with it. Date of event : unknown. Sample status : awaiting sample.